Event description:
Medics responded to a medical call, patient condition not reported. Reportedly, the device would not complete the power on sequence, the screen appeared to freeze during power up. The device operator cycled power several times in an unsuccessful attempt to use the device. A back up device was made available and care to the patient was continued. The reporter stated there were no adverse affects to the patient as a result of device operation, due to the availability of a back up device. The reporter stated that device had exhibitied this failure before during routine device testing.